Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the distributor and obtained the following information: she stated she was not in the operating room, but the surgeon told her she could not open the instrument from the beginning of surgery. That means she introduced it inside the patient but could not use it.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, at the beginning of use, the jaws of the vessel sealer extend (vse) instrument would not open and close and the customer could not use the instrument. The jaws of the instrument were not stuck on tissue. No fragment fell into the patient. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a dislodged set screw from the grip open ring. As a result, the instrument grips would not open. The screw was found dislodged from its normal position and stuck to the magnet inside the housing. There are no signs of potential fragments. The probable root cause is attributed to component susceptibility to damage.

Event description:
Refer to h11 for follow-up information.